Event description:
It was reported: could not push it out of the sl10, stopped 10cm from distal tip. When the coil was retracted it detached at detachment zone. Tried to push it out on the table with a guidewire but it´s stuck in the sl10. No complications to the patient/procedure. No additional information was received.

Manufacturer narrative:
The investigation of the returned coil system found the pusher kinked at the body coil, and the implant stretched and separated from the pusher. The returned microcatheter was found to be kinked approximately 128cm from the transition area; furthermore, the implant was returned within the microcatheter near this kinked location. The attachment monofilament was found broken at the tie-knot area and did not appear visible at the proximal marker band of the implant coil. The premature detachment is consistent with the implant coil becoming stuck in the microcatheter when the physician attempted to advance the device out of the sl10 microcatheter, causing the attachment monofilament to undergo tensile forces over specification when attempting to retract the implant. The physical evaluation of the devices could not identify the conditions or circumstances that led to the pusher or microcatheter kinks, but the kinked condition is consistent with the devices experiencing forces over specification. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported the that during an embolization treatment the coil encountered resistance within the catheter at approximately 10cm from distal tip. Upon retraction of the coil, it prematurely detached within the catheter. A guidewire was used to push the coil unsuccessfully. The coil was removed together with the catheter as one system successfully. The procedure was completed by changing to another mc and continued the procedure with more coils. It is reported the patient is good. No complications to the patient/procedure.